Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer's mother reported the insulin pump had alarmed no delivery then a few minutes later it alarmed motor error. The no delivery alarm occurred during bolus delivery. Customer's blood glucose was unknown. Customer's mother was unable to troubleshoot as she didn't have the device with her as the customer was able to clear the alarm and continue pump therapy. Customer's mother then called back on (B)(6) 2015. The device alarmed motor error alarm again. Customer's blood glucose was 4.5 mmol/l. Troubleshooting was performed and customer was able to complete the rewind process successfully. Customer's mother was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received unable to prime during prime/a33 test due to faulty force sensor resistor. However, the insulin pump passed rewind, basic occlusion and displacement tests. No motor error alarm noted and the motor passed motor test. Unable to confirm excessive no delivery alarms due to prime anomaly. The insulin pump has cracked battery tube thread and cracked reservoir tube lip noted.